Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues. It was reported that they got a message on their handset saying, "the internal device has lost all data and to contact your clinician.". The patient said they got this message on friday. The patient mentioned they had 2 episodes where they started to walk and then had to come back, and by the time they got back, they were in an awkward situation. The second time, the patient did not make it back to the bathroom, and it was embarrassing for the patient. The patient had the device checked in january, and it was working fine. They said they were also starting to experience bladder problems. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.